Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. A device history record review for model 10942011 lot number 20017152 was performed. The search showed that a total of 11,523 units in 1 lot number was built on 28jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d tubing was separated. The following information was provided by the initial reporter: material no: 10942011 batch no: 20017152. It was reported that, the tubing separated from the luer lock. Tpn tubing broke before luer lock to filter. Checking lines and noticed that flexible tubing had fall apart from the luer lock. The newly hung tpn had to be wasted, stat IV fluid had to be ordered to run while new tpn was being made.